Manufacturer narrative:
(B)(4). For complaint involving the same patient and event see MDR #3010532612-2019-00166 and (B)(4), MDR #3010532612-2019-00192 and (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for multiple helium loss alarms. As a result, the pump was exchanged for a second console. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). For complaint involving the same patient and event see MDR #3010532612-2019-00166 and (B)(4), MDR #3010532612-2019-00192 and (B)(4). Teleflex did not receive the iabp for investigation. The reported complaint of iabp helium loss is confirmed based on the investigation results of the iab used. A small external leak was identified on the mating connection between the short driveline and long driveline tubing. No alarms were noted during the iab complaint investigation; however, it is possible that a small external leak could cause or contribute to helium loss alarms. The root cause of the helium loss alarm is undetermined, but a potential cause is an external leak from the driveline connection. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the root cause.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for multiple helium loss alarms. As a result, the pump was exchanged for a second console. There was no report of patient complications, serious injury or death.